Manufacturer narrative:
A follow up report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette floor there was fluid around the cassette and on the floor. The set has not been made available for evaluation. During follow up the patient's pd nurse reported the patient has not had any signs of infection. No antibiotics were prescribed. No adverse reported at this time.